Manufacturer narrative:
The investigation of the returned device and photograph were completed by the failure analysis lab on july 16, 2020. Device evaluation summary: during visual inspection of the device, a tear was observed on the anterior aspect measuring approximately 1.0 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Upon visual evaluation of the image provided in the complaint, a tear was observed on the anterior aspect. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that prior to a breast augmentation a 350cc mentor memorygel breast implant was discovered to be ruptured. The device did not contact the patient. The procedure was continued using a new 350cc mentor memorygel breast implant without patient consequence.